Event description:
It is reported by a consumer that she sustained a severe chemical burn when she accidentally transferred contact lens solution from her hand to her right eye. The consumer states that she irrigated her eye and is being treated by an ophthalmologist. She notes that this occurred on (B)(6) 2013, and as of (B)(6) 2013, her vision remains blurred and continues to require medical treatment. No eye care professional info was provided for follow-up. Additional info has been requested from the consumer but not yet received.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. The lot number is unk, therefore, further investigation cannot be performed. A trend related investigation was performed. No trend could be identified. The root cause could not be determined. (B)(4).